Event description:
Customer reported they found fluid leaking through the filter air vent hole. The medications infusing were epinephrine, fenoldopam, versed, narcan and dilaudid. All drugs are going through one filter. No pt harm or medical intervention was reported. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.